Manufacturer narrative:
This supplemental report is being submitted to inform correction to ¿d7a-single use device¿ of the initial emdr submitted. D7a has been corrected from yes to no. Please see section d7a for update.

Event description:
Na.

Event description:
It was reported the vizishot 2 flex had a tiny spring fall out of the needle onto the table. Per the report, the issue occurred "after last pass and staff was getting sample out of the needle"( end of time when using the needle ) for diagnostic endobronchial ultrasound (ebus) procedure. There were no reports of patient harm. No harm reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the vizishot 2 flex had a tiny spring fall out of the needle onto the table. Per the report, the issue occurred "after last pass and staff was getting sample out of the needle"( end of time when using the needle ) for diagnostic endobronchial ultrasound (ebus) procedure. There were no reports of patient harm. No harm reported due to the event.